Event description:
Country of complaint: (B)(6). Complaint states: the needle was larger than the other needles commonly used.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval: eval is on-going.